Event description:
A healthcare professional reported with the description of intraocular lens (iol) failed to load and no harm to the patient. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).